Manufacturer narrative:
Model number/ catalog number: sc-1132, serial number: (B)(4), batch/ lot number: 18244325, model/ catalog description: precision spectra ipg kit. Model number/ catalog number: sc-3138-55, serial number: (B)(4), batch/ lot number: 19035190/19626562/19581250/19581250, model/ catalog description: lead extension kit, 55cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients leads were very superficial and were visible underneath the skin. The patient underwent an explant procedure and was doing well postoperatively.